Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula was not intact and the customer could not see cannula after removing it. The customer¿s blood glucose level was 287 mg/dl. The customer had high blood glucose level. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula broken with missing broken part see attached file for details. Unable to confirm customer received sensor damage due to customer returned opened and used.